Manufacturer narrative:
Multiple attempts have been made to clarify the lot number of 3151589l provided as it is not recognized in our system. However, no further information has been made available. If additional information is received regarding this lot number, a supplemental 3500a report will be submitted to the FDA. D4: UDI: as a valid lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required valid product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav catheter. The electrophysiology (ep) mapping catheter would not flush with no irrigation. The catheter was removed and replaced with no harm to the patient. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
During an internal review on 26-jun-2025, noted a correction to the 3500a initial. Should have included in h11. Event date was reported as 01-mar-2015". Requesting clarification on the event year. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).